Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead was experiencing low pacing impedance, as well as over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. Programming changes were made. The patient was stable.